Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(6) (ofr) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the device tested positive for enterococcus avium, klebsiella pneumoniae (total bacterial count after 48 hours 40). The unit of bacterial count is unknown. Klebsiella pneumoniae is resistant to ampicillin. The device had been reprocessed manually and with a non-olympus automated endoscope reprocessor, getinge ed-flow. In addition, according to the information provided by the user facility, enterococcus avium and klebsiella pneumoniae (total 45) were also detected in the sample collected from the device. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial report and provide additional information. According to the information provided by olympus (B)(4), the correct result of microbiological testing by the user facility is as follows: the sample collected from the device tested positive for enterococcus avium, klebsiella pneumoniae (total bacterial count after 48 hours 40 cfu). In addition, olympus medical systems corp.(omsc) investigated the reported event as follows: the device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for unspecified microbes (<1 cfu/endoscope). The testing result cleared the (B)(6) guideline. (B)(4) then inspected the device and confirmed the following: the adhesive of the bending section rubber was worn. There was play in the angulation. Omsc checked the reprocessing method provided by the user facility, but found no obvious deviation from the instruction manual. Omsc could not confirm any defects that could cause the reported event from the device inspection result by ofr. The instruction manual states the possibility of infection by insufficient reprocessing. Similar events have occurred in the past at the user facility. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by (B)(4) cleared the (B)(6) guideline. However, based upon the past similar cases, the reported event may have been caused by the following: there was a difference in the reprocessing method of the device performed by the user facility and (B)(4). Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.